Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Therefore, 30 retained samples were functional ly tested to assess device functionality. All samples passed testing, with no evidence of tubing leakage or defects during or after the test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 3. It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, 1 device leaked between the female luer and the holder. There was no health impact or consequences reported.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, 1 device leaked between the female luer and the holder. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.